Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced episodes of high blood glucose after breakfast and lunch shortly after starting ilet, with postprandial rises and partial reductions thereafter; review of device reports showed small meal doses of approximately 1.3 units per meal, and troubleshooting and education were provided regarding expected algorithm adjustment and hydration. Symptoms included hyperglycemia without acute complications. Outcomes included no hospitalization, no professional medical intervention, no backup therapy use, and no assistance required. Investigation included case review and assessment of dosing behavior and infusion set status. Investigation of this case revealed no device malfunction was identified, infusion set issues were not observed, and the event was consistent with early adaptation of meal dosing with the ilet algorithm. It was concluded, based on previously established findings for similar reports, that the cause was unclear.